Event description:
According to the complaint a patient had come with possible sepsis and the customer ran a sample on the abl800 analyzer and the roche cobas. The result on the abl800 was reported to be high compared to the roche analyzer. The customer repeated the sample on the second abl800 on site and the result was consistent with the first analyzer. Creatine results on the roche analyzer were 299 umol/l and 349 umol/l. On both abl800 the results were >1800 umol/l. The patient was transported to a different site i.e. Royal university hospital after 24 hours and the same discrepancy between the roche analyzer and the abl800 was observed. The customer is suspecting some sort of drug interference causing the elevated creatinine as the patient was on a variety of antibiotics for being treated for sepsis.

Manufacturer narrative:
The pattern of test results suggested that the radiometer abl 837 flex creatinine method was affected by positive interference. Evaluation of piptazo, vancomycin, azithromycin, clindamycin, norepinephrine, and ondansetron showed no abnormal effects on the creatinine test results. This patient event was likely caused by muscle tissue necrosis and release of creatine in to the blood. The high level of creatine was detected by the radiometer instrument and created error codes on the printout. The patient's muscle enzyme creatine kinase was elevated to ~1500 u/l in the first 24hr of admission. This could reflect muscle tissue necrosis associated with the disease state, necrotizing fasciitis. If there was muscle tissue degradation, then there could be an abnormal release of "creatine" into the blood stream. In the lab, as tests were conducted radiometer found that the compound creatine-hcl could cause a pattern of test results similar to the pattern in the patient, it was also discovered that the radiometer instrument printouts for this patient had flagged error codes that stated that creatine interference was detected.